Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen was dim. The reporter stated the issue did not resolve with a battery change. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.